Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2020 for an ipg replacement (reference reg report: 3006705815-2020-32655). During the procedure, the physician removed the lead tails from the old ipg and noted that one of the lead tips came off and was stuck in the old ipg. Thereafter, the physician opted to insert same lead into the new ipg. Reportedly, effective therapy was established post-op.